Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain the following information and the device: what procedure were they performing? Were the clips malformed? Did the clips fall off the tissue ? Did the clips fall into the patient? If yes: how were the clips retrieved? How was the procedure completed? Was there any patient consequence? If yes: please explain. How was the patient consequence resolved? To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
The clips did not ligature: they did not hold when they were placed.